Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there were multiple failed pockets in drawer 2.1 and 2.2. A field service engineer (fse) determined that the pyxis bus cable was defective and replaced it with a new one. All hard stop and latch mount screws were tightened, the back panel screws were loosened and retightened, and the area beneath the pockets was inspected and cleaned to remove any contamination found and tested functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer and all pockets showed device not detected on bus. The system was rebooted twice, including a hard reboot, but all remained unrecoverable. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.